Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.